Event description:
Allegedly from x-ray images, it appears that the repiphysis expansion mechanism may be damaged.

Manufacturer narrative:
Investigation is not complete. Revision is scheduled, but has not happened; therefore, prod has not been returned. Attempts are being made to have the prod returned for eval. For the same reason, a medwatch 3500a has not been rec'd from the user facility, but is being requested. Trends will be evaluated. This report will be amended when the investigation is complete.